Event description:
A revision on right hip due to pain. The surgeon noted leg length discrepancy and revised the head and sleeve. The hospital will not provide any further information or documentation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain associated with leg length discrepancy involving a delta ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no devices were returned for review. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Device return as well as further information such as pre- and post-operative x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
A revision on right hip due to pain. The surgeon noted leg length discrepancy and revised the head and sleeve. The hospital will not provide any further information or documentation.